Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the station's drawers failed to function. The field service engineer (fse) had installed a pre-imaged drive with version 180 software, configured and synchronized data, and the fse added the electronic software package (eset) via remote support system (rss), and set the device to manage for windows server update services (wsus). The fse had configured the time group policy to the automated clinical repository (acr) time server, auto-start enabled, and time set to eastern standard time, and all services verified in the hardware test application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all drawers were failed to function. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.